Manufacturer narrative:
Product event summary - the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated a lead noise alert. Analysis of the device memory indicated impedances on the rv (right ventricular) defibrillation coil and pacing lead were beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant products: 419378 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert activated due to abnormal lead impedance. A device check showed that the patient had received eighteen inappropriate shocks due to noise on the right ventricular lead. The lead also exhibited high impedance, oversensing and undersensing. The lead also had a possible fracture. The lead was capped. The left ventricular lead also showed high impedance and was turned off. The device remains in use and the mode was changed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.